Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed revealing a mode change/ polarity switch on the ventricular lead from bipolar to unipolar.

Event description:
It was reported that the implantable pulse generator (ipg) gave a polarity switch warning and switched to unipolar when it was programmed to bipolar and monitor only. The ipg will be reprogrammed. No patient complications have been reported as a result of this event.